Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker was seen in emergency room (ER) that had one year remaining at the last checked and during the recent checked, this device has reached battery capacity depletion (bcd). Moreover, the health care professional (hcp) stated that patient is not vvi 50 and has been 100% rv paced. Boston scientific technical services (ts) discussed that there were no reliable estimated at bcd and recommended for immediate replacement. Additional information received indicated that this device exhibited premature battery depletion (pbd). This device was explanted and replaced. No additional adverse patient effects were reported.